Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing ineffective therapy due to high impedances. X-rays did not reveal any anomalies. Surgical intervention was undertaken where the l2 lead and the ipg were explanted and replaced. Issue resolved.